Event description:
The user facility reported that during a procedure the solopath recollapsible expander fairing tip had separated from the device. Follow up communication with the user facility reported the following information: during a sjm portico tavi procedure, it was planned to use a solopath re-collapsible balloon access system from terumo; the solopath re-collapsible was properly prepared according to the IFU; the physician tried to introduce the solopath over a 0.038" terumo wire but felt unclear heavy resistance by entering into the vessel which was with little calcification; the device got stuck: while under fluoroscopy the operator carefully withdraw the device; immediately afterwards it was recognized by closer inspection that the expander fairing tip was missing; as this part is not radiopaque they called a radiologist in to support with an echo to localize the part of the solopath tip; they found it still on the wire a few centimeter away from the puncture site; they managed with the lasso technique (ev3-snare-kit) to capture the piece and pulled it back outside of the patient; they continued with an sjm introducer; the case was finished with an implantation of the portico tavi with a good outcome; and there was no serious harm to the patient.

Manufacturer narrative:
This report is being submitted as follow-up # 2 for mfg. Report # 3004672932-2015-00007 to provide the information for sections: expiration date; approximate age of device; and device manufacture date.

Event description:
This report is being submitted as follow-up # 2 for mfg. Report # 3004672932-2015-00007 to provide the information for expiration date; approximate age of device; and device manufacture date.

Manufacturer narrative:
This section was completed by the manufacture per crf 803.52 (f) (11) because the information was not initially completed by the user facility. The investigation is not yet complete, for this reason code 11 was used in the conclusions section of h6. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was submitted. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report #3004672932-2015-00007 to provide the evaluation results. The actual device was in its entirety was not returned to onset for evaluation but the separated tip section of the dilator was returned. The fairing tip was inverted and the inner lumen appeared severed. The fairing tip was cut and pulled back to reveal the broken segment. The inner lumen appeared to be stretch and broken at the fairing tip bond location. A device history record review of the involved product/lot# combination confirmed that there were not any indications of production related issues. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the inversion of the fairing tip would indicate that the device encountered significant force which may have exceeded the tensile value of the device resulting in an inner lumen break. The device labeling does address the potential for such an event in the instructions-for-use, which states: "should resistance be encountered, cease advancing the solopath® until the cause of the resistance can be determined and corrected". Attempting to force the unit may result in device or vessel damage. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
This report is being submitted as follow-up # 1 for mfg. Report #3004672932-2015-00007 to provide the evaluation results. The actual device in its entirety was not returned, but only the separated tip section of the dilator was returned.